Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the one week follow-up check after the implant procedure, the atrial lead was observed with risen threshold that displayed at a high threshold value. A lead dislodgement was suspected. A revision procedure was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.